Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc271200j/ serial #(B)(4)/ UDI #(B)(4) which is captured in manufacturer report #2953161-2020-01034. Patient weight: asked but unavailable. Date of event: as the date of aneurysm enlargement identification remains unknown, the date of intervention was used as the estimated date of event. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that, on an unknown date, aneurysm enlargement was observed. On (B)(6) 2020 an image finding reportedly revealed a suspected endoleak on the contralateral leg component located in the patient's right limb. The patient underwent reintervention on the same day. It was reported that angiography confirmed a distal type I endoleak on the contralateral leg component. The distal type I endoleak was successfully treated. Additionally, it was reported that a proximal type I endoleak was observed on the trunk-ipsilateral leg component. A gore® excluder® aaa aortic extender component was used to extend the device proximally. The proximal type I endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. H.6. Investigation conclusions updated from code 22 to code 4315.